Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was this an intra-op event or post-op event? Please explain. (Intra-op event) did the patient experience a burst abdomen? (Patient didn¿t experienced burst abdomen) please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure (not available) name of index surgical procedure? (Not available) the diagnosis and indication for the index surgical procedure? (Not available) what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? (Not available) on what tissue was the suture used? (Not available) what tissue dehisced? (Not available) please provide further description on the burst abdomen. (Not available) what was the tissue condition (normal, thin, calcified, fragile, diseased)? (Not available) how was the suture placed (interrupted or continuous)? (Continuous) how was the suture tied (square knot or multiple knots one end)? (Not available) onset date/time of dehiscence? (# post op days) did the burst abdomen occur during the initial procedure or post-op? ( not available) how was the dehiscence managed? (Not available) please describe any surgical intervention required for the wound dehiscence including date and findings. (Not available) if surgical intervention was required for the burst abdomen, was it provided during the initial procedure or during a 2nd procedure? (Not available) did the suture break intra-op during the initial procedure or post-op? (Not available) please describe the appearance of the suture during the second procedure, if applicable. (Not available) were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? (Not available) did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? (Not available) other relevant patient history/concomitant medications? (Not available) what is the physician¿s opinion as to the etiology of or contributing factors to this event? (Not available) what is the patient's current status? (Patient is okay) if applicable, will product be returned? If so, please provide the return date and tracking information. (Not available, discarded) (B)(4). Corrected information: b1, b2, h1, h6 health effect - clinical code, h6 health effect - impact code, h6 type of investigation. Corrected b5 narrative: it was reported that a patient underwent a laparotomy on (B)(6) 2023 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Current status of the patient was reported as ok. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 :component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this an intra-op event or post-op event? Please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What tissue dehisced? Please provide further description on the burst abdomen. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days). Did the burst abdomen occur during the initial procedure or post-op? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. If surgical intervention was required for the burst abdomen, was it provided during the initial procedure or during a 2nd procedure? Did the suture break intra-op during the initial procedure or post-op? Please describe the appearance of the suture during the second procedure, if applicable. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-04342.

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2023 and suture was used. The patient experienced complications because of suture breakage - burst abdomen. It was reported that the patient is ok. Additional information was requested.